Manufacturer narrative:
Pump received with intermittent act and up button response due to corroded keypad traces. No button error alarm noted during testing. All operating currents are within the specification, no unexpected low battery, failed battery test or off no power alarm noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received excessive button error alarms and was not able to clear. Customer received a failed battery test after changing battery. Customer's blood glucose was 89 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.